Event description:
It was reported that since last tuesday the patient¿s feet have felt tender and they were ¿popping,¿ like they were full. The patient had also been shaky and stiff. During the patient¿s appointment last tuesday they got sick and they could not finish programming. It was later reported the patient had fallen down and hit her chest on the edge of a wire basket a couple of weeks prior to the date of this report and since the fall the patient¿s symptoms were way too strong. The patient wanted to check her implantable neurostimulator (ins) with the patient programmer to make sure it was turned on. There was a change in therapy effect. The patient had met with the manufacturing representative a few more time for follow-ups after the implant. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387s-40, lot# va0kxfh, implanted: (B)(6) 2014, product type: lead; product ID 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0kxfh, implanted: (B)(6) 2014, product type: lead; product ID 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0kxfh, implanted: (B)(6) 2014, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). (B)(6).